Event description:
It was reported that during implant attempt, the lead was repositioned several times when it would not stay. The lead was not used and was replaced. When the lead was removed the helix was noted to be bent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, the proximal conductor was distorted, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.